Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated they need to get in touch with a mdt rep because they are having so much trouble. Pt explained they are having uncontrollable pain in their right hip and sciatica pain going down their leg. Pt stated that previously a rep had helped them at a local hospital several months ago. Pt stated it was never quit right and the pain escalated. Pt stated the pain started several months ago but it increased to the point of burning so much when they stand or sit and it takes long time for the pain to go away. Agent asked if pt discussed their pain with the healthcare provider (hcp) and pt stated it is very hard to get a hold of their hcp. Agent documented information given during the call. Agent reviewed role of rep. Agent emailed mdt reps in the area. Additional information was received from the patient (pt). The pt reported that it was no longer relieving their pain and burning. They adjusted to different levels to no avail. They were going to see their surgeon again. Patient stated they plan to have ins removed. Patient stated it has not resolved and their leads are too close that they can't adjust it for their right side.